Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with fail battery test and blank display on their insulin pump. The customer states they have tried to replaced batteries but the device will not turn back on. The customer's blood glucose level at the time of the blank display was 150mg/dl. The customer's blood glucose level at the time of the failed battery test was 130mg/dl. Troubleshoot was conducted. The customer was advised to insert new recommended batteries, and that a replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.